Event description:
As reported by the user facility: description of defect: in the clear section of the hub, black particles are visible. It also appears cracked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample in open packaging was provided for investigation. Upon evaluation of the unit, it was noted the micro luer access device had embedded black particles. The reported concern of contamination was confirmed. Additionally, the sample was evaluated for a crack on the luer and no crack was identified. Leakage test was performed, and no leakage was present. The reported concern for crack was unable to be confirmed. Incidents of embedded contamination are normally attributed to degraded/burned material or gases that may have become trapped in the vents at the time the part was molded. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.